Event description:
This report is for pt 2 of 2. Hemochron signature plus microcoagulation system inr 3.6 vs unspecified lab system inr 2.9. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer method, results, conclusions: manufacturer eval/investigation currently in process.